Manufacturer narrative:
All available information indicates that the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the chronic right ventricular (rv) lead dislodged. An invasive revision procedure was performed, and when the rv lead was removed from the device header, an insulation break near the hub was observed. The rv lead was capped and replaced without complication. All lead measurements were reported to be within acceptable limits at the post-operative check. Two days later, the device system delivered anti-tachycardia pacing (atp), a shock and the patients rhythm entered ventricular tachycardia (vt), followed by one additional shock. Noise was observed on this new rv lead. The atp reportedly captured, however, intermittent capture was observed at 7.5 volts at 2 milliseconds. Technical services discussed recommendations. An xray confirmed that the new rv lead had dislodged. A lead revision procedure was performed without complication.